Manufacturer narrative:
The device was returned and evaluated. Additional information has been requested regarding this event. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the videoscope had no image. The issue was found at preparation for use. There was no patient harm associated with the device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not confirmed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to a defective cable. Olympus will continue to monitor field performance for this device.